Manufacturer narrative:
No conclusion code available. Upon receipt the device was found to be in hardware backup mode. A device image could not be retrieved, because the device would lose telemetry due to temporary drops in battery voltage during the retrieval and enter into hardware backup mode. The cause of the temporary voltage drops was an anomalous battery.

Event description:
This report is to advise of an event observed during analysis.